Manufacturer narrative:
Retainer ring: black. Unit received with blank display due to severely corroded electronic assembly. Using a test pcba1 with the original pcba2, the unit still had a blank display. Using a test pcba2 and the original pcba1, the unit still had a blank display. During visual inspection, the motor had a corroded home switch and the force sensor was corroded. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Unit had minor scratched display window, scratched case, scratched display window cover, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, pillowing keypad overlay and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. Test electronic assembly was able to power up using the original case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed in fluid. Fluid get entered in the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.